Event description:
Surgeon abandoned knee arthroscopy surgery due to fluid extravasation into the leg. The arthroscopy pump malfunctioned so the surgeon manually squeezed fluid out of the knee area. Pressure on the irrigating fluid could not be regulated by adjusting the gauge. The regulator and gauge were evaluated by co and found to be defective in that the gauge read the pressure incorrectly (ie, gauge read pressure to be lower than it actually was).